Manufacturer narrative:
Result: head left timing link assembly.

Event description:
It was reported by service report that the head left siderail would not lock into place. No pt involvement or adverse consequences were reported.